Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-02129. Follow up information identified the physician does not believe the vison loss is related to the implantation of the scs system. There is no further intervention planned at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-02129. It was reported the patient has been experiencing a deterioration of her vison bilaterally since the implant of her second scs system on (B)(6) 2017. The patient noticed the change in vision when she awoke from the procedure. Turning off both scs systems does not resolve the issue. The patient has been referred to a neuro-ophthalmologist for further follow up care.